Event description:
It was reported to contemporary products inc.(cpi) that a pt was in the exam room. The pt was in the exam room waiting for the dr when she heard a "pop and a swoosh noise, and run-out of the office on fire". The pt was flown by helicopter to a trauma center for treatment. It was reported to cpi on 02/05/1999 that the pt perished on 01/23/1999. This report is for the same incident reported on MDR 1223412-1999-00001.